Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "does not recognize a closed door" through the experience of "door not fully latched" messages, determined to be caused by a loose link screw (upper). The link screws were replaced.